Manufacturer narrative:
The device was received for evaluation. During functional testing for flow accuracy the device delivered within 5% specification. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under delivered medication to a patient in the intensive care unit. There were two pumps involved in the event but it¿s unknown which pump had which medication running. One pump had neosynephrine running at 400mcg (approximately 150cc/hour) and another pump with d5 running at 100cc/hour. The nurse went into the room about an hour after the infusions were begun expecting them to be low on volume but there appeared to be more volume remaining than expected. The nurse checked the chamber and there were drips in the chamber, confirming that the pumps were running. The nurse removed the pumps from service and placed new pumps in room with same tubing and continued the drips. The patient was already on max dose of neosynephrine so no apparent harm to the patient. No additional information is available.